Event description:
It was reported to boston scientific corporation that a endovive standard peg kit (exact upn is unknown) was used during a procedure.according to the complainant, on (B)(4), 2012 the peg tube went out. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4):the complainant was unable to provide the upn and suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.